Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an external shock and wanted the device checked to ensure full functional. This device emitted beeping tones while being interrogated. This device was also noted to have been suspected of exhibiting premature battery depletion however was unsure if this was due to the large amount of patient initiated interrogations (pii) by the patient. Device data was sent to engineering for review. Data analysis confirmed the battery was prematurely depleting and recommended device replacement. The patient inquired as to exposure to radiation could have affected the battery depletion, which was confirmed not to be the cause. Technical services (ts) provided guidance related to radiation effects on the device. This device remains in service. No adverse patient effects were reported.